Event description:
It was reported to philips that the device was unable to perform exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system intermittently showing error message that exposure is not possible. As a part of troubleshooting action fse found that ippc failed due to os disk cannot be recognized. Fse confirmed that cause of the issue was os disk tray. To resolve the issue fse bypassed disk transporter and os disk, and directly connected image disk to the mainboard, after this the system was returned to use in good working order. The codes were updated based on the investigation outcome.